Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an iab light sensor failure alarm displayed. No health problems were reported. It was started up and immediately after operation, a faulty iab optical sensor was displayed, so it was replaced with a cardiosave.